Manufacturer narrative:
It was reported that "the therapist called on behalf of customer and stated they as they were raising the bed they heard a loud crack and pieces of plastic broke off from underneath bed. They stated they are able to hear the motor running, but it is not moving at all.". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "the therapist called on behalf of customer and stated they as they were raising the bed they heard a loud crack and pieces of plastic broke off from underneath bed. They stated they are able to hear the motor running, but it is not moving at all."